Event description:
It was reported that one of the trial leads was incorrectly placed in the intrathecal space, and it was decided to leave both leads in and only program the lead that was posterior. Following the lead pull procedure, the patient developed a headache as a result of cerebrospinal fluid (csf) leakage secondary to placement of the lead. The patient was brought in for a blood patch, however, became unresponsive after and was then placed in the intensive care unit (ICU). The patient was also put on a ventilator due to a blood infection. The patient later passed away. The cause of infection was unknown, and it was also unclear if the status of the patient was directly related to the trial procedure as the patients altered state did not occur until after the blood patch. The trial leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7203674.